Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the ratchet was broken. On (B)(6) 2018, it was clarified that there was no medical intervention or additional surgical procedures required. There was no harm or injury reported. Another device was used to complete the surgery. There was no extension or delay to the surgical procedure. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomet (B)(6) has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that carrier sticks and the handle moves in one direction and the ball detent, roller, bushings, side plates, comb, ratchet, gears, and hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the pre-testing could not be performed due to the bent comb. The handle¿s sliding pin was worn out which was causing the handle to not operate smoothly. Repair of the skin graft mesher was not performed by zimmer biomet (B)(4) since at the time of this investigation the customer has not made a decision about the repair quote. The reported event was confirmed since during initial inspection the handle¿s sliding pin was worn which caused the handle to not operate smoothly. The root cause of the broke ratchet was due the worn sliding pin on the ratchet. It is unknown that caused the sliding pin to become worn down. The handle should not be forced down as this may damage the device and the forces should not be forced, the pins should slide easily into the position. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the ratchet was broken during surgery. There was no harm and no delay reported and an alternate device was available for use. Initial inspection revealed that the comb was bent.